Event description:
When the physician was attempting to remove the flexor ansel guiding sheath from the pt, the hub broke off. The sheath continued to break in pieces and the physician aborted the procedure. The pt was sent to operating room for controlled removal of the sheath. The pt experienced post op pain.

Manufacturer narrative:
(B)(4) removal of foreign body and pain is not specifically labeled. (B)(4) separates is not specifically labeled in the IFU. Product was not returned, but photo images were provided showing the sheath without a fitting and the inner coil untraveled and exposed. Per quality control specification, there is 100% inspection, confirming correct sheath connecting cap and that flare is caught securely in cap assembly. It is verified that the sheath does not rotate and that the coil in sheath continues into cap. The flares are checked for accurate size. An IFU is supplied with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. While this complaint is relevant to the scope of a corrective action/preventative action for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. (B)(4). The provided lot number indicates the complaint product was manufactured prior to the noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.